Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the customer was asked to return the device and that it had not been returned yet. The device was in possession of their distributor.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the physician performed a catheter replacement on (B)(6) 2025 and the situation was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the physician performed a catheter contrast study and the catheter would probably be replaced soon. It was suspected that there was a csf leak at the pump connector level. The issue was not yet resolved and the patient was in treatment. The device remained implanted.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (5 mg/ml at 0.3 mg/day) via an implantable pump. It was reported that the patient experienced headache, dizziness, pain, and nausea. Swelling occurred at the pump pocket. Cerebrospinal fluid (csf) leak was suspected. Diagnostic or troubleshooting performed included x-ray having been taken. The back puncture incision and the pump pocket were revised. No fluid was found at back puncture incision, but was at pump pocket site. The catheter and pump connection seemed ok. The physician decided to disconnect and connect the catheter again and then closed. The issue was not resolved as of (B)(6) 2025. Factors that may have led or contributed to the issue were indicated as not applicable. The pump and catheter remained implanted and in-service. The patient's age and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0226840120 implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0226840120, ubd: 2025-04-28, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned catheter included the suturless connector assembly, proximal segment, pin connector, distal segment, and anchor. The catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was patent and passed pressure testing with no leaking seen. Analysis identified kinks in the catheter body in two places that were just distal of the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.